Event description:
It was reported that balloon rupture occurred. The target lesion was located in the external iliac artery. A 4mm x 40mm x 146cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon was ruptured after first inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed with this a different device. There were no patient complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the external iliac artery. A 4mm x 40mm x 146cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon was ruptured after first inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed with this a different device. There were no patient complications reported, and the patient was in good condition after the procedure.